Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") and pain ("physical pain") in an adult female patient who had essure (batch no. (B)(4)) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen, levothyroxine sodium (levoxyl), levothyroxine sodium (synthroid), paracetamol (acetaminophen) and prednisone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type-nickel allergy"), rash ("allergic or hypersensitivity reaction type-rashes"), pruritus ("allergic or hypersensitivity reaction type-itching"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), chest pain ("blood or heart disorder/condition-severe chest pain"), palpitations ("blood or heart disorder/condition-palpitations"), dyspnoea ("blood or heart disorder/condition-shortness of breath"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type-abdominal bloating"), nausea ("nausea"), alopecia ("hair loss"), hirsutism ("hormonal changes-excessive facial hair growth"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type frequent utis"), fungal infection ("infection (bladder/urinary tract/vaginal) type:yeast infections"), migraine ("migraines"), headache ("headaches"), dizziness ("neurological conditions or problems type-dizziness"), confusional state ("neurological conditions or problems type-confusion"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-anxiety"), adenomyosis ("reproductive system disorder or condition type-adenomyosis"), cervicitis ("reproductive system disorder or condition type-chronic cervicitis"), adnexa uteri cyst ("reproductive system disorder or condition type-paratubal cyst"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), photopsia ("vision/eye problems-white flashes"), back pain ("back pain"), abdominal pain lower ("pain in lower abdomen") and arthralgia ("joints pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, rash, dysmenorrhoea, fatigue, nausea, dizziness, vision blurred, back pain and abdominal pain lower had resolved and the weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, pruritus, female sexual dysfunction, bladder disorder, urinary tract disorder, chest pain, palpitations, dyspnoea, dyspareunia, abdominal distension, alopecia, hirsutism, urinary tract infection, fungal infection, migraine, headache, confusional state, depression, anxiety, adenomyosis, cervicitis, adnexa uteri cyst, vaginal discharge, photopsia and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cervicitis, chest pain, confusional state, depression, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, fungal infection, headache, hirsutism, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, photopsia, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - on (B)(6) 2012: no reflux or contrast in fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events: pelvic pain, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, rash, pruritus, female sexual dysfunction, bladder disorder, urinary tract disorder, chest pain, palpitations, dyspnoea, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, nausea, alopecia, hirsutism, urinary tract infection, fungal infection, migraine, headache, dizziness, confusional state, depression, anxiety, adenomyosis, cervicitis, adnexa uteri cyst, vaginal discharge, vision blurred, photopsia, back pain, abdominal pain lower, arthralgia were added. Reporter, patient demographic information, concomitant medication, product start date, stop date updated. Product batch number added. Incident . At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") and genital haemorrhage ("heavy bleeding") in a 41-year-old female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocrine neoplasm, sprained ankle, fractured finger, gastrointestinal infection, incontinence, coughing, sneezing, amenorrhea, hives and menses irregular. Concurrent conditions included body mass index normal. Concomitant products included fludrocortisone, hydrocodone, ibuprofen, levothyroxine sodium (levoxyl), levothyroxine sodium (synthroid), paracetamol (acetaminophen), paracetamol (acetaminophen), phentermine, prednisone and valaciclovir. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type-nickel allergy"), dermatitis contact ("allergic or hypersensitivity reaction type-rashes"), pruritus ("allergic or hypersensitivity reaction type-itching"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and hirsutism ("hormonal changes-excessive facial hair growth"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dizziness ("neurological conditions or problems type-dizziness"), confusional state ("neurological conditions or problems type-confusion"), depression ("psychological or psychiatric problems-depression"), arthralgia ("joints pain"), rash ("rashes or skin conditions type: skin rashes") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced chest pain ("blood or heart disorder/condition-severe chest pain"), palpitations ("blood or heart disorder/condition-palpitations") and dyspnoea ("blood or heart disorder/condition-shortness of breath"), 1 year 2 months after insertion of essure. On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type:yeast infections"). In (B)(6) 2014, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type-abdominal bloating") and nausea ("nausea"). In 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type-adenomyosis") and cervicitis ("reproductive system disorder or condition type-chronic cervicitis"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pain ("physical pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type frequent utis"), anxiety ("psychological or psychiatric problems-anxiety"), adnexa uteri cyst ("reproductive system disorder or condition type-paratubal cyst"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), photopsia ("vision/eye problems-white flashes"), back pain ("back pain") and abdominal pain lower ("pain in lower abdomen"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, pain, dermatitis contact, chest pain, palpitations, dyspnoea, dysmenorrhoea, fatigue, abdominal distension, nausea, dizziness, confusional state, vaginal discharge, vision blurred, photopsia, back pain, abdominal pain lower and rash had resolved, the weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, pruritus, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, alopecia, hirsutism, vulvovaginal mycotic infection, migraine, headache, depression, anxiety, adenomyosis, cervicitis, adnexa uteri cyst, arthralgia and abdominal pain outcome was unknown and the urinary tract infection was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cervicitis, chest pain, confusional state, depression, dermatitis contact, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, photopsia, pruritus, rash, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2012 and (B)(6) 2012 two dates are reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: no reflux or contrast in fallopian tubes; on (B)(6) 2012: results: no reflux or contrast in fallopian tubes; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: no reflux or contrast in fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: heavy bleeding, cramping, bloating, back pain, urinary tract infection, blurred vision, abdominal pain, dizziness, fatigue, chest pain, chronic vaginal yeast infection, headaches, weight gain, menorrhagia, itching, rashes, dyspnea, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: pfs and mr received : new events, "rashes or skin conditions type: skin rashes, abdominal pain" were added. Outcome of events, "abdominal bloating, heavy bleeding, white flashes, vaginal discharge, chest pain, palpitations, shortness of breath, confusion, skin rashes" were changed to "recovered/resolved". Outcome of events, "urinary tract infections" were changed to "recovering/resolving". New reporter contact information was added. Patient's demographics were added. Lab data was added. Medical history was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine inflammation ('uterine inflammation'), pelvic pain ('pelvis pain') and genital haemorrhage ('heavy bleeding') in a 41-year-old female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endocrine neoplasm, sprained ankle, fractured finger, gastrointestinal infection, incontinence, coughing, sneezing, amenorrhea, hives, menses irregular and pregnant. Concurrent conditions included body mass index normal. Concomitant products included fludrocortisone, hydrocodone, ibuprofen, levothyroxine sodium (levoxyl), levothyroxine sodium (synthroid), paracetamol (acetaminophen), paracetamol (acetaminophen), phentermine, prednisone and valaciclovir. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type-nickel allergy"), dermatitis contact ("allergic or hypersensitivity reaction type-rashes"), pruritus allergic ("allergic or hypersensitivity reaction type-itching"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and hirsutism ("hormonal changes-excessive facial hair growth"). In (B)(6) 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dizziness ("neurological conditions or problems type-dizziness"), confusional state ("neurological conditions or problems type-confusion"), depression ("psychological or psychiatric problems-depression"), arthralgia ("joints pain: knee pain/elbow pain"), rash ("rashes or skin conditions type: skin rashes") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced chest pain ("blood or heart disorder/condition-severe chest pain"), palpitations ("blood or heart disorder/condition-palpitations") and dyspnoea ("blood or heart disorder/condition-shortness of breath/run down out of breath feeling"), 1 year 2 months after insertion of essure. On (B)(6) 2013, the patient experienced vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type:yeast infections"). In (B)(6) 2014, the patient experienced abdominal distension ("gastrointestinal or digestive system condition type-abdominal bloating") and nausea ("nausea"). In 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type-adenomyosis") and cervicitis ("reproductive system disorder or condition type-chronic cervicitis"). On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain ("physical pain"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type frequent utis"), anxiety ("psychological or psychiatric problems-anxiety"), adnexa uteri cyst ("reproductive system disorder or condition type-paratubal cyst"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), photopsia ("vision/eye problems-white flashes/white flashes come and go"), back pain ("back pain"), abdominal pain lower ("pain in lower abdomen"), gastrointestinal inflammation ("bowel inflammation"), pelvic adhesions ("adhesion"), pain in extremity ("arm/leg pain"), premenstrual syndrome ("premenstrual syndrome"), vaginal infection ("vaginal infection"), eye inflammation ("eye inflammation/my left inner eye is hurting"), rash pruritic ("itchy rash/horrible welts like streaks for no reason"), feeling abnormal ("brain fog"), cystitis noninfective ("bladder inflammation") and post procedural infection ("post hysterectomy and I have infection") and was found to have antibody test positive ("antibody test positive "). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine inflammation, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, female sexual dysfunction, bladder disorder, urinary tract disorder, dyspareunia, alopecia, hirsutism, vulvovaginal mycotic infection, migraine, depression, anxiety, adenomyosis, cervicitis, adnexa uteri cyst, abdominal pain, gastrointestinal inflammation, pelvic adhesions, pain in extremity, premenstrual syndrome, vaginal infection, eye inflammation, antibody test positive, cystitis noninfective and post procedural infection outcome was unknown, the pelvic pain, genital haemorrhage, pain, dermatitis contact, pruritus allergic, chest pain, palpitations, dyspnoea, dysmenorrhoea, fatigue, abdominal distension, nausea, headache, dizziness, confusional state, vaginal discharge, vision blurred, photopsia, back pain, abdominal pain lower, arthralgia, rash, rash pruritic and feeling abnormal had resolved and the urinary tract infection was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, antibody test positive, anxiety, arthralgia, back pain, bladder disorder, cervicitis, chest pain, confusional state, cystitis noninfective, depression, dermatitis contact, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, eye inflammation, fatigue, feeling abnormal, female sexual dysfunction, gastrointestinal inflammation, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, nausea, pain, pain in extremity, palpitations, pelvic adhesions, pelvic pain, photopsia, post procedural infection, premenstrual syndrome, pruritus allergic, rash, rash pruritic, urinary tract disorder, urinary tract infection, uterine inflammation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2012 and (B)(6) 2012 two dates are reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: no reflux or contrast in fallopian tubes; on (B)(6) 2012: results: no reflux or contrast in fallopian tubes; on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: results: no reflux or contrast in fallopian tubes. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: heavy bleeding, cramping, bloating, back pain, urinary tract infection, blurred vision, abdominal pain, dizziness, fatigue, chest pain, chronic vaginal yeast infection, headaches, weight gain, menorrhagia, itching, rashes, dyspnea, abdominal distension". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media record received. Events" uterine inflammation, bowel inflammation, adhesion, arm/leg pain, premenstrual syndrome, vaginal infection, eye inflammation/my left inner eye is hurting, antibody test positive, itchy rash/horrible welts like streaks for no reason, brain fog, bladder inflammation and post hysterectomy and I have infection" were added. Events" arthralgia, headache, pruritus allergic" outcome was updated to recovered/resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain"), genital haemorrhage ("heavy bleeding") and pain ("physical pain") in an adult female patient who had essure (batch no. 810880) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included fludrocortisone, hydrocodone, ibuprofen, levothyroxine sodium (levoxyl), levothyroxine sodium (synthroid), paracetamol (acetaminophen), paracetamol (acetaminophen), phentermine, prednisone and valaciclovir. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced adenomyosis ("reproductive system disorder or condition type-adenomyosis") and cervicitis ("reproductive system disorder or condition type-chronic cervicitis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pain (seriousness criterion medically significant), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type-nickel allergy"), dermatitis contact ("allergic or hypersensitivity reaction type-rashes"), pruritus allergic ("allergic or hypersensitivity reaction type-itching"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), chest pain ("blood or heart disorder/condition-severe chest pain"), palpitations ("blood or heart disorder/condition-palpitations"), dyspnoea ("blood or heart disorder/condition-shortness of breath"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type-abdominal bloating"), nausea ("nausea"), alopecia ("hair loss"), hirsutism ("hormonal changes-excessive facial hair growth"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type frequent utis"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type:yeast infections"), migraine ("migraines"), headache ("headaches"), dizziness ("neurological conditions or problems type-dizziness"), confusional state ("neurological conditions or problems type-confusion"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-anxiety"), adnexa uteri cyst ("reproductive system disorder or condition type-paratubal cyst"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), photopsia ("vision/eye problems-white flashes"), back pain ("back pain"), abdominal pain lower ("pain in lower abdomen") and arthralgia ("joints pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, dermatitis contact, dysmenorrhoea, fatigue, nausea, dizziness, vision blurred, back pain and abdominal pain lower had resolved and the genital haemorrhage, weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, pruritus allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, chest pain, palpitations, dyspnoea, dyspareunia, abdominal distension, alopecia, hirsutism, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, confusional state, depression, anxiety, adenomyosis, cervicitis, adnexa uteri cyst, vaginal discharge, photopsia and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cervicitis, chest pain, confusional state, depression, dermatitis contact, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, genital haemorrhage, headache, hirsutism, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, photopsia, pruritus allergic, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date: (B)(6) 2012 and (B)(6) 2012 two dates are reported. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: no reflux or contrast in fallopian tubes; on 1(B)(6) 2012: no reflux or contrast in fallopian tubes; on (B)(6) 2012: no reflux or contrast in fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-oct-2018: pfs received. New reporters added. Lab data added. Concomitant medication added. Following event : heavy bleeding added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvis pain") and pain ("physical pain") in an adult female patient who had essure (batch no. 810880) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen, levothyroxine sodium (levoxyl), levothyroxine sodium (synthroid), paracetamol (acetaminophen) and prednisone. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain (seriousness criterion medically significant), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), allergy to metals ("allergic or hypersensitivity reaction type-nickel allergy"), dermatitis contact ("allergic or hypersensitivity reaction type-rashes"), pruritus allergic ("allergic or hypersensitivity reaction type-itching"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), chest pain ("blood or heart disorder/condition-severe chest pain"), palpitations ("blood or heart disorder/condition-palpitations"), dyspnoea ("blood or heart disorder/condition-shortness of breath"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), abdominal distension ("gastrointestinal or digestive system condition type-abdominal bloating"), nausea ("nausea"), alopecia ("hair loss"), hirsutism ("hormonal changes-excessive facial hair growth"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type frequent utis"), vulvovaginal mycotic infection ("infection (bladder/urinary tract/vaginal) type:yeast infections"), migraine ("migraines"), headache ("headaches"), dizziness ("neurological conditions or problems type-dizziness"), confusional state ("neurological conditions or problems type-confusion"), depression ("psychological or psychiatric problems-depression"), anxiety ("psychological or psychiatric problems-anxiety"), adenomyosis ("reproductive system disorder or condition type-adenomyosis"), cervicitis ("reproductive system disorder or condition type-chronic cervicitis"), adnexa uteri cyst ("reproductive system disorder or condition type-paratubal cyst"), vaginal discharge ("vaginal discharge"), vision blurred ("vision/eye problems-blurred vision"), photopsia ("vision/eye problems-white flashes"), back pain ("back pain"), abdominal pain lower ("pain in lower abdomen") and arthralgia ("joints pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, pain, dermatitis contact, dysmenorrhoea, fatigue, nausea, dizziness, vision blurred, back pain and abdominal pain lower had resolved and the weight increased, vaginal haemorrhage, menorrhagia, allergy to metals, pruritus allergic, female sexual dysfunction, bladder disorder, urinary tract disorder, chest pain, palpitations, dyspnoea, dyspareunia, abdominal distension, alopecia, hirsutism, urinary tract infection, vulvovaginal mycotic infection, migraine, headache, confusional state, depression, anxiety, adenomyosis, cervicitis, adnexa uteri cyst, vaginal discharge, photopsia and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adenomyosis, adnexa uteri cyst, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cervicitis, chest pain, confusional state, depression, dermatitis contact, dizziness, dysmenorrhoea, dyspareunia, dyspnoea, fatigue, female sexual dysfunction, headache, hirsutism, menorrhagia, migraine, nausea, pain, palpitations, pelvic pain, photopsia, pruritus allergic, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: no reflux or contrast in fallopian tubes . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.